Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced a high blood glucose level of 425 mg/dl, which was treated with an insulin pump and insulin flow blocked alarm. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump was on auto mode at the time of the incident. The troubleshooting was partially performed. No further patient complications were reported. It is unknown whether the customer will continue using the device. The device will not be returned for product analysis.